Manufacturer narrative:
This report is submitted on july 03, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling at the implant site. Subsequently, the device was explanted on (B)(6) 2018 due medical reasons unrelated to the device. The patient was reimplanted with another device during the same surgery.